Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room for bradycardia due to loss of capture and loss of pacing on the right ventricular lead. During explant, insulation damage was visually observed on the lead. The lead was replaced to resolve the event and the patient was in stable condition.